Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -5.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports transient loss of bcva. On (B)(6) 2023 the lens was exchanged with a shorter length lens and different model lens. This resolved the problem. The cause of the event was reported as "other" and noted; "due to the low degree of astigmatism of the patient before surgery -- 0.75d, the patient did not choose astigmatism correction in the surgical design after preoperative communication with the patient, and the patient showed visual sensitivity and discomfort after surgery, so the patient reported poor corrected vision without adding astigmatism correction, and his vision was restored to the best corrected vision after replacing the astigmatism correction crystal!".